Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation was precluded from further evaluating the device. There is no root cause since no anomaly was reported and no issues/damages were observed. Product evaluation was precluded from further evaluating the device. Here is no root cause since no anomaly was reported and no issues/damages were observed. Concomitant medical products: mentor smooth round moderate plus profile 350cc catalog: 3502350 lot: 5825638. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2018, two mentor smooth round moderate plus profile 350cc saline breast prostheses were received by the mentor failure analysis lab with no accompanying information. These devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why the device was returned to mentor. However, the return of the device characteristic of a removal and replacement. As a result, this will be conservatively reported to FDA.